Event description:
A customer reported a tandem mobi cartridge alarm. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer support confirmed a cartridge alarm 30, and the caller was instructed to remove the cartridge from the pump and administer a 9-unit bolus, which was successful. The caller initially could not reload the original cartridge but was able to successfully load a new one and resume insulin therapy, resolving the issue.